Manufacturer narrative:
Unique identifier (UDI) #: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported a torque wrench did not appear to be torquing correctly. During this same procedure, the tip of a rod bender chipped off while bending a rod. A different rod bender was used to complete the procedure. No patient harm was reported and no foreign bodies were retained. This is report two of two for this event.

Manufacturer narrative:
Unique identifier (UDI) #: na. Additional information: method, results, and conclusions - the returned bender was evaluated. A portion of the tip was found to have fractured off in a manner consistent with high force applied to the device during usage. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported a torque wrench did not appear to be torquing correctly. During this same procedure, the tip of a rod bender chipped off while bending a rod. A different rod bender was used to complete the procedure. No patient harm was reported and no foreign bodies were retained. This is report two of two for this event.